Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic area/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding. Endometrial biopsy negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis, adenomyosis, irregular periods and headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy with bso). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015, (B)(6) 2015 the palntiff states that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2015: they were place correctly. Ultrasound uterus on (B)(6) 2015: thickened endometrium noted on ultrasound today. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical record received removal details has been added. Case become serious due to event pelvic pain was updated to serious incident. Date of removal and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic area/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding. Endometrial biopsy negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included endometriosis, adenomyosis, irregular periods and headache. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic hysterectomy with bso). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015, (B)(6) 2015 the plaintiff states that she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: they were place correctly. Ultrasound uterus - on (B)(6) 2015: thickened endometrium noted on ultrasound today. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.